Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the device could not deploy off elastic bands. The device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: there was no difficulty experienced upon setting up the device. However, it was reported that after attaching the ligating unit to the trip wire, the physician did not take up the slack by pulling the proximal end of trip wire on the handle.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable issue of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was returned for analysis. The ligator head was returned with three bands attached while some bands were moved from their positions and were overlapping. Microscope examination was performed, and it was observed that the ligator head teeth were damaged/bent. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. As per complaint information, the slack was not removed. Not securing the trip wire in the handle slot could have caused the wire to slip through the handle assembly leading to an inaccurate deployment of bands and more tension on the device. The extra tension on the device can cause the ligator head teeth to bend. Therefore, taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the device could not deploy off elastic bands. The device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: there was no difficulty experienced upon setting up the device. However, it was reported that after attaching the ligating unit to the trip wire, the physician did not take up the slack by pulling the proximal end of trip wire on the handle.